Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR ponce - 2648920

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR ponce - 2648920

Event description:
It was reported that the patient underwent a hip revision approximately 1-month post implantation due to a suspected post operative infection. During the procedure, the surgeon noted that there was a fracture of the greater trochanter which was not evident on x-ray. May have indicated a fall or might be related to infection. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: zb 12/14 cocr hd 28mm x +0. Item: 802202802. Lot: 3244977. Shell 52 mm o.d. Item: 00500105200. Lot: 66539928. Liner 28 mm i.d. For use with 50/51/52 mm o.d. Shells. Item: 65840273. Lot: 00500105028. G2: foreign ¿ australia . H6: proposed component code: mechanical (g04) ¿ stem. The product was requested but was not returned by the hospital and will therefore not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.